Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower left abdomen pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included depression, bipolar disorder and obesity. Concomitant products included duloxetine hydrochloride (cymbalta) from (B)(6) 2018 to (B)(6) 2018, escitalopram oxalate (lexapro) since 2008 and medroxyprogesterone acetate (depo-provera) in 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy bleeding with menstruation/blood clotting"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("lower back pain"). In (B)(6) 2014, the patient experienced hot flush ("hot flashes") and mood swings ("mood swings"). In (B)(6) 2016, the patient experienced the first episode of vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced depression ("depression"), anxiety ("anxiety"), migraine ("migraines / headaches") and bipolar disorder ("bipolar"). On an unknown date, the patient experienced fatigue ("fatigue/tiredness"), the second episode of vaginal discharge ("vaginal discharge"), pelvic pain ("pelvic pain"), headache ("headache"), abdominal pain ("abdminal pain"), urinary tract disorder ("urinary tract disorder") and bladder disorder ("bladder disorder") and was found to have weight increased ("weight gain"). The patient was treated with surgery (supracervical hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, genital haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, back pain, pelvic pain, abdominal pain, urinary tract disorder and bladder disorder had resolved and the hot flush, depression, anxiety, migraine, weight increased, bipolar disorder, the last episode of vaginal discharge, headache and mood swings outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bipolar disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, weight increased, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received : events added- pelvic pain, abdominal pain, vaginal discharge, headache, bladder disorder, urinary tract disorder. Events outcome updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower left abdomen pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included depression, bipolar disorder and obesity. Concomitant products included duloxetine hydrochloride (cymbalta) from may 2018 to (B)(6) 2018, escitalopram oxalate (lexapro) since 2008 and medroxyprogesterone acetate (depo-provera) in 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy bleeding with menstruation/blood clotting"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("lower back pain"). In (B)(6) 2014, the patient experienced mood swings ("mood swings") and hot flush ("hot flashes"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced depression ("depression"), anxiety ("anxiety"), migraine ("migraines / headaches") and bipolar disorder ("bipolar"). On an unknown date, the patient experienced fatigue ("fatigue/tiredness") and was found to have weight increased ("weight gain"). The patient was treated with surgery (supracervical hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, menorrhagia, dysmenorrhoea, dyspareunia and fatigue had resolved and the genital haemorrhage, mood swings, hot flush, depression, anxiety, migraine, vaginal discharge, weight increased, back pain and bipolar disorder outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, bipolar disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hot flush, menorrhagia, migraine, mood swings, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: pfs received. Date of explant added. This case was upgraded to incident form other event. Event injury was updated to lower left abdomen pain. New events were added: abnormal bleeding (general), heavy bleeding with menstruation/blood clotting, mood swings, hot flashes, depression, anxiety, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue/tiredness, weight gain, lower back pain, bipolar and she did not underwent essure confirmation test. Reporter information, medical history and concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.